Event description:
Left cephalic vein forearm IV was placed by ed rn. When CT technician flushed IV with normal saline (ns), it leaked, so technician removed tape to discover the white radiopaque catheter that is placed internally was missing from the external green hub. Ultrasound (us) and CT were negative for retained foreign body (rfb).